Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and failure to extend helix. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of failure to extend was confirmed. X-ray examination of the inner coil was found over torqued inside the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The cause of the reported event of failure to extend helix was isolated to helix being clogged with blood/tissue and over torqued inner coil. The reported event of failure to capture was not confirmed. Electrical testing was normal.

Event description:
It was reported that the patient presented for a follow-up in clinic. Device interrogation showed that the patient's right ventricular (rv) lead exhibited elevated capture threshold resulting in loss of capture. Computerized tomography (CT) scan testing confirmed lead dislodgment. During the revision procedure on (B)(6) 2021, the lead could not be repositioned as the helix would not extend. The lead was explanted and a new rv lead was implanted successfully. The patient was stable.